Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 249 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's medical history also included cerebral palsy. The baclofen lot number was unable to be obtained. It was reported the patient presented with increased spasms and was admitted to the intensive care unit (ICU) on (B)(6) 2015 for observation, testing, and troubleshooting of the pump system. Baclofen withdrawal was being ruled out. Pump telemetry was performed with no active alarms noted in the logs. It was unknown what led to the event. The patient had a pump refill with concentration change from 500 mcg/ml to 2000 mcg/ml and a dose increase from 215 mg to 249 mcg/day. The refill procedure was followed by protocol with accurate expected and actual residual volumes. The programming was reviewed and all programming was accurate. A catheter dye study followed by CT scan was planned (B)(6) 2015. The issue was unresolved at the time of this report and the patient's status was "alive- no injury" information was to be obtained from the hcp on (B)(6) 2015. Surgical intervention did not occur and it was unknown if it was planned. The lioresal lot number, start/end dates, the results of the dye study and CT scan, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative indicating they had replaced the lioresal prior to the issues with the increased spasticity and had programmed the pump with a 2000mcg/ml concentration. It was noted the patient experienced symptoms after the reprogramming. While in the ICU, all tests, including the catheter dye study and CT scan, were normal, and the patient was refilled with a 500mcg/ml concentration. All symptoms resolved after the drug was replaced. The rep noted they thought the patient hadn't been filled with 2000 mcg/ml prior to the issues and was instead filled with a 500mcg/ml concentration that was programmed at a 2000 mcg/ml rate, so the patient was thought to be inadvertently getting a lower dose. No additional information was reported regarding the above event.